Event description:
It was reported by a neurologist via clinic notes that vns pt had increase seizures, lack of efficacy and did not perceive stimulation. Pt's increase seizures were suspect to be multifactorial. The pt also could not perceive magnet stimulation and system/normal mode diagnostics of vns device were within normal limit. The pt also complained that the vns is not working for her since she couldn't feel the magnet stimulation. The physician believed that pt not feeling stimulation may be related to generator being implanted since 2005 despite proper device diagnostics. The pt will likely undergo generator replacement.